Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a foreign object stuck inside the nozzle: we could not identify the foreign material. ·we could not conclusively specify the root cause of the foreign material remained in the device. The tip cover is burnt. The probable cause is : although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited tip cover is burnt and object stuck inside the nozzle. There was no patient involvement.